Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was overdischarged (confirmed via clinician programmer). A trickle charge was attempted but all bars were black. After one hour all bars were still black and the battery hadn't taken a charge. The patient was sent home to attempt to charge for several hours and would call the representative to let them know if it took any charge. The issue was not resolved. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient had difficulty recharging and the ins would only go to half, then 1/4, then it wouldn't charge and went completely dead. The patient met with a rep on (B)(6) 2018 to restart the ins. The patient charged for 4 hours last night and the battery did not increment. The patient started with full coupling, battery flashing 0-25%, then lost coupling. The patient repositioned the antenna over the ins and attempted an antenna locate but the issue did not resolve. The patient saw the poor coupling screen. The rep said a trickle charge was attempted without success. The patient will be scheduled for a generator replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the surgical intervention wasn't scheduled but that they planned on returning the ins for analysis after the surgery occurred. No further complications reported.